Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was not confirmed. DHR was unable to be reviewed, as lot number was not provided. Review of the complaint history determined that no further action is required. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a bearing revision surgery due to infection and soft tissue laxity unrelated to the device components and related to patient anatomy. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown nexgen femur, unknown nexgen tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital retained the device for proper disposal. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a bearing revision surgery due to infection and soft tissue laxing. Attempts have been made and additional information on the reported event is unavailable.